Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. Factory service confirmed the complaint. The cause of the failure was due to a weak relay that would not hold its normally closed state. When the relay is in the open state, the power from the battery source is interrupted causing the device to shut down. Upon replacement of the relay, the device performs to specifications.

Event description:
The customer stated that this unit will not stay on even with a charged battery.